Manufacturer narrative:
Additional information: b5.

Event description:
New information received states that no programming changes were made. The patients condition remained stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented with inappropriate shock due to af with rvr. The device is functioning according to its programming. The clinician will check if the patient has had any recent medication changes which may be related to the fast rhythm.